Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was not displayed due to a communication failure caused by a cable failure. The cause of the cable failure could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿no image was confirmed. The device evaluation found no image was displayed on monitor due to faulty cable. Additionally, there was no sense intermittent of switch depression for button white balance due to worn out switch board and faded label on rear cover. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus support specialist reported on behalf of the customer, the 4k autoclavable camera head was plugged into the visera 4k uhd camera control unit and no image appeared on the monitor. The issue was found during preparation for use in a bariatric procedure. The procedure was completed with another similar device. There was no reported delay or patient sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information to include e2, e3 and g2.